Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a single patient sample on a vitros 5600 integrated system. The root cause of the event is unknown; however, the possibility that an unexpected vitros 5600 system performance or inappropriate pre-analytical sample processing had contributed to the result could not be ruled out.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using a vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient result of 0.216 ng/ml vs expected < 0.012 ng/ml biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was not reported to a clinician and no allegations of patient harm were made. (B)(4).